Manufacturer narrative:
(B)(6). Device evaluated by MFR: a promus premier 20 x 3.50 mm stent delivery system was returned for analysis. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within specification. The balloon cones were reviewed, and no signs of positive pressure were noted. Balloon folds were tightly wrapped, and crimp markings were visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a stretching damage on the shaft polymer extrusion at 6.5 cm proximal to the distal tip.

Event description:
Reportable based on device analysis completed on 11nov2021. The device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 20 x 3.50mm promus premier select was selected however the device was unable to cross the lesion. The lesions was treated with another manufacturers device. No patient complications were reported. Device analysis identified that the stent was not returned for analysis. However, device analysis revealed that the stent was not returned.